Event description:
Customer reported blood glucose results of 169 mg/dl and 444 mg/dl within 10 minutes on the compact system. Customer reported symptoms for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.